Event description:
It was reported that a motor stall was confirmed but no motor stall recovery was recorded. The motor stall was caused by a patient being near a magnetic field. The pump had stalled at 13:25 and had not recovered by 16:44, on the day of this report. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).